Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that she was wearing the pod when she sought medical attention on (B)(6) 2025, due to an issue with her op5 controller not matching the sensor pairing code and sensor number with her dexcom app. She was hospitalized for three days and discharged on (B)(6) 2025. She could not recall the symptoms that led her to seek medical attention but was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 250 mg/dl. The treatment provided included IV fluids and other unspecified treatments. The patient reported missing sensor values and stated that the issue was resolved, with both devices now showing the same readings. Further information will be gathered through additional attempts to contact the customer.

Manufacturer narrative:
The case description states that the user reported their sensor pairing code and sensor number in the (omnipod 5) op5 application do not match what is shown in the dexcom application. Additionally, the user reported receiving missing sensor value alerts. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering log files from the date of occurrence were overwritten due to continued use of the system. Inspection of the available android log files found that following a pod change on the date of occurrence, a transmission (tx) error was received from the continuous glucose monitor (cgm), resulting in an unrecoverable error. This is denoted in the audit log files as a transition to egv -5. Prior to the pod change, the previous pod was able to successfully receive valid egvs from the same continuous glucose monitor (cgm), and the logs show that the new active pod eventually received valid estimated glucose values (egv)'s on the following day after a new cgm serial number and pairing code were entered into the controller. The audit logs show that this unrecoverable cgm error was classified as an algorithm failure. Additionally, the logs show that this cgm error occurred more than 10 days after the cgm was first paired with the system, however the exact cause of this error could not be conclusively determined. The logs showed no issues that would result in a discrepancy between the sensor information in the op5 and dexcom applications. The exact cause of the reported discrepancy could not be determined; however, the investigation confirmed the occurrence of invalid egvs received by the system due to a cgm tx error that resulted in an unrecoverable cgm error.